Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had a rip in the cord. No fragments fell inside the patient. The procedure was completed with no reported injury.